Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, it was not possible to interrogate the device using radiofrequency (rf) telemetry. Premature battery depletion was suspected. No intervention has been performed at this time. The patient is stable.